Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3889-28, lot# v514033, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that it hadn't been functioning for years. She had not had it looked at since it stopped working. She was not interested in getting going again, but she was maybe thinking of having it removed. Additional information received from the healthcare provider (hcp) reported that the patient had last been seen on (B)(6) 2011 and the device was working at that time. Relevant medical history included urinary dysfunction/sacral nerve stimulation. This event will be updated if additional information is received.